Event description:
Customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by the technical support team to perform a pump reset and successfully started their sensor session after the reset.